Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- visual analysis of the returned sample revealed that viper universal poly driver the tip of the device was broken, and broken piece was not returned no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition viper universal poly driver in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the viper universal poly driver. While no definitive root cause could be determined, it is probable that the viper universal poly driver was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi76560 was released in a single batch. ¿ batch1: lot qty of units were released on 12 jul 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during a revision procedure for spinal fusion (l3, l4, l5, s1) treating foraminal encroachment on (B)(6) 2021 the screwdriver broke. The surgeon was trying to insert a screw into a burr hole where a non-synthes screw had been. It was noted the patient had robust bone. The fragment was removed from the patient¿s body. The procedure was completed with a less than thirty (30) minute surgical delay by replacing the screw. This report is for a screwdriver. This is report 1 of 1 for (B)(4).